Event description:
Healthcare professional reported left side "pain, capsular contracture grade iii and requested test for suspected bia-alcl." Device has been explanted. Pathological biomarkers have not been reported.

Manufacturer narrative:
Clarification h6 ((investigation conclusion code): the device as well as device photos were received. Lab analysis is in progress. Visual analysis of the photos is complete. Visual evaluation: device patch with lot number 2484650 and catalog number mm-280g. Visual analysis of the photographs identified: lymphoma - alcl ¿ suspected: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, as it is a medical event. Not related to the device. Additional observations: observed, deformation on the device. No further actions are required, as the device was implanted.

Event description:
Previous medwatch submission noted, lymphoma. Upon further information, allergan has determined, that the event of lymphoma did not occur.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture baker grade iii, suspected bia-alcl are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, suspected bia-alcl (histopathological markers not reported).

Event description:
Healthcare professional reported left side "pain, capsular contracture grade iii and requested test for suspected bia-alcl." Device has been explanted. Pathological biomarkers have not been reported.